Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture and shell irregularity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 310cc mentor smooth round high profile and experienced breast implant deflation on her right side postoperatively. It was reported that the shell was taken out. The patient underwent bilateral explantation and replacement with catalog number 3503001bc; serial number (B)(4) on the left side, and with catalog number 3503001bc; serial number (B)(4) on the right side on (B)(6) 2021.